Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter adheres to the air and water nozzle pipeline. The objective lens surface and fibrous foreign matter attached to the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed that foreign material remained on the air/water nozzle and on the surface of the objective lens, foreign material was silicates and organic silicone derived from medical solution. Also, there was fiber-like foreign material attached to the distal end. There was no physical damage to the locations of the foreign material. The event can be detected/prevented by following the instructions for use: instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.